Event description:
Patient reports that her pump malfunctioned on monday night (B)(6). It was alarming but there was no error message. She tried to clean the bottom and restart it and it said there was no cartridge connected. She was using this pump but switched to her back up. Pharmacy is replacing the device and patient will return manufacturing pump. Unknown if product issue caused patient injury. No other information provided. Dose or amount: 38 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2015 to current. Reason for use: i27.0.